Event description:
Hold asd 7/20/2015. Initially it has been claimed that the patient slid out of the bed and that the device needs to be looked at. No information regarding patient outcome has been provided. We are not aware of any injury associated with this event, although if this were to recur it may cause or contribute to a serious injury.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc. From november 2012 thru october 31, 2014 medwatch reports related to complaints of this product were submitted. As a consequence of issue with the integration of the former kci rental business into arjohuntleigh and challenges from i.e. It perspective we were forced to a more manual process to screen service data for complaints. We have realized that this process did not detect all complaints and that arjohuntleigh have failed to get them all timely into our complaint handling system. Unfortunately, as a result of a retrospective review after this finding we have identified this reportable complaint that is filed late. As a consequence of the complaint being old we have limited information on the event while additional effort to obtain data has been performed. We will continue our efforts to complete this investigation. A CAPA has been initiated to document the efforts to complete investigations, and implement corrects and corrective actions. Additional information will be provided upon conclusion of the investigation.